Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recr2465 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that exudate was found at 41cm scale of the distal end of the catheter after the catheterization was completed. Use of the catheter continued after re-trimming and the connection of the extension tube. Exudate was found in no other parts of the catheter.